Event description:
Medtronic (covidien) received information of the distal portion of the pipeline flex moved proximally after deployment. It was reported that the left supraclinoid carotid aneurysm had been previously coiled and recanalized. Pipeline flex deployment went fine without incident. The pipeline flex implanted at the intended location, fully apposed to the wall, and did not kink. At completion of case the physician brought the system back down through the deployed pipeline flex to resheath the pushwire; however the physician noted that the distal portion of the pipeline flex device moved proximally considerably when trying to get the delivery system out. Fortunately the aneurysm neck was still covered and the pipeline flex still covered at least 3 mm past the distal edge. Angiography result post procedure was fine. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was implanted; therefore, the event cause could not be determined. Per pipeline IFU: after the entire pipeline flex embolization device is deployed, advance the micro catheter through the device making sure not to dislodge the braid. When the micro catheter tip is distal to the pipeline flex embolization device, retract the delivery wire into the micro catheter tip.